Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and are currently under evaluation. A review of the download data does not suggest any device malfunction contributing to the treatment event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a rapid rate of svt after the self-conversion of the vt. The rapid rate satisfied the prescribed rate threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate treatment while at home. At 09:35:08 the lifevest detected a run of vt (190 bpm) and delivered a treatment at 09:35:42. Approximately 8 seconds prior to the treatment, the patient's rhythm spontaneously converted to svt (180 bpm). The lifevest stayed in the detection sequence due to the rapid svt above the prescribed rate threshold. The patient never lost consciousness during the event and never pressed the response buttons. The patient reported that he "felt fine". The patient was taken to the hospital via ambulance for further evaluation and was eventually implanted with an ICD.